Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged cartridge undefined issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the customer had an unspecified cartridge issue. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer's blood glucose was in 400-466 mg/dl range. Customer changed pump supplies to address the issues. Reportedly, customer reverted to an alternate method of insulin therapy.